Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. The device history record could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use caution the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Based on the quality engineering risk assessment corrective action is currently being assessed. Quality assurance will continue to monitor for complaint trends.

Event description:
During a critical care endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator (mbl-6-ov). All six (6) bands fired at once (premature band deployment).

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. The device history record could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use caution the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.